Event description:
It was reported that on (B)(6) 2025, a 18mm amplatzer pi musc vsd was chosen for implant using a 10f amplatzer trevisio delivery system. During the procedure, the device formed a cobra shape on the right ventricular(rv) disc. Following that, physician chose a 22mm amplatzer vascular plug ii , but the device was pulled through the defect and was removed before release from cable as the physician felt it was small for the defect. The procedure was completed using a new 24mm amplatzer pi musc vsd with satisfactory closure. It is reported that there was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 18mm amplatzer pi musc vsd was chosen for implant using a 10f amplatzer trevisio delivery system. During the procedure, the device formed a cobra shape on the right ventricular(rv) disc. Following that, physician chose a 22mm amplatzer vascular plug ii , but the device was pulled through the defect and was removed before release from cable as the physician felt it was small for the defect. The procedure was completed using a new 24mm amplatzer pi musc vsd with satisfactory closure. It is reported that there was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout the procedure.